Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lafosse t, lafosse l, shirinskiy I, macken aa, rab p. Long-term functional and radiographic outcomes of anatomic total shoulder arthroplasty using an all-polyethylene cemented glenoid component with a minimum follow-up of 10 years. J shoulder elbow surg. 2025 may 9:s1058-2746(25)00378-7. Doi: 10.1016/j.jse.2025.03.036. Epub ahead of print. Pmid: 40349911. Objective/methods/study data: the aimed of this study was to assess the long term clinical, radiographic, and patient-reported outcomes after atsa using a cemented glenoid polyethylene component. Between 2002 and 2014, 134 procedures in 129 patients were identified for total shoulder arthroplasty (atsa) single center. Of these, 56 procedures in 54 patients (55% female, 64±10 years at surgery) were available for long-term follow-up at 12.4 years (10.9-14.7) postoperatively. During the follow-up period, the prosthesis models global unite (depuy synthes, raynham, ma, USA), global ap (depuy synthes, raynham, ma, USA), global advantage (depuy synthes, raynham, ma, USA), and the total evolutive shoulder system (tess; zimmer biomet, warsaw, in, USA) were implanted. The minimum follow-up period is of 10 years. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy synthes global unite, global ap, global advantage. Other devices that were used on the patient at the time of the event: zimmer biomet total evolutive shoulder system. Adverse event(s) and provided interventions possibly associated with unk shoulder construct (qty.(B)(4)). Case 93 : a 68-year-old female had instability. Humeral revision was the intervention. Case 89 : a 49-year-old male had overstuffed humerus. Humeral revision was the intervention. Case 80 : a 54-year-old female had overstuffed humerus. Humeral revision was the intervention. Case 107: a 66-year-old female had instability. Revision to anatomic total shoulder arthroplasty (atsa) was the intervention. Case 94: a 79-year-old male had rotator cuff failure. Revision to anatomic total shoulder arthroplasty (atsa) was the intervention. Case 23: a 56-year-old male had low-grade infection. Revision was the intervention. Case 132: a 57-year-old male had rotator cuff failure. Revision was the intervention. Case 62: a 69-year-old female had rotator cuff failure. Revision to anatomic total shoulder arthroplasty (atsa) was the intervention. Case 70: a 74-year-old female had ulnar nerve palsy. Conservative treatment lead to partial recovery. Case 69: a 47-year-old male had arthrofibrosis. Arthroscopic arthrolysis was the intervention. Case 143: a 45-year-old male had an early infection. Lavage without revision was the intervention. Case 138: a 30-year-old male had arthrofibrosis. Arthroscopic arthrolysis was the intervention. Case 52: a 70-year-old female had traumatic supraspinatus tear. An open repair was the intervention. Case 148: a 62-year-old male had arthrofibrosis. Arthroscopic arthrolysis was the intervention. Case 145: a 63-year-old male had periprosthetic fracture. Open reduction and internal fixation (plate) was the intervention. Case 88: an 82-year-old female had scapular fracture. Conservative treatment was the intervention. Event(s) and provided interventions possibly associated with unk shoulder humeral stem (qty.(B)(4)) case 127: a 56-year-old female had humeral loosening. Humeral revision was the intervention. Case 110: a 48-year-old female had humeral loosening. Humeral revision was the intervention. Event(s) and provided interventions possibly associated with unk shoulder proximal body global (qty.(B)(4)) case 127: a 56-year-old female had humeral loosening. Humeral revision was the intervention. Case 110 a 48-year-old female had humeral loosening. Humeral revision was the intervention. Event(s) and provided interventions possibly associated with unk shoulder glenoid (qty.(B)(4)) case 1004: a 70-year-old male had glenoidal loosening. Revision to anatomic total shoulder arthroplasty (atsa) was the intervention. Case 116: a 63-year-old male had glenoidal loosening. Revision to anatomic total shoulder arthroplasty (atsa) was the intervention. Case 26: a 60-year-old male had glenoidal loosening. Revision to anatomic total shoulder arthroplasty (atsa) was the intervention. Case 1002: a 49-year-old male had glenoidal loosening. Revision to anatomic total shoulder arthroplasty (atsa) was the intervention.